Event description:
It was reported the patient experienced pain at the ipg site. Subsequently, the patient underwent surgical intervention where her ipg was explanted and replaced with a new model. In addition, the patient's ipg site was moved to a new location. The reported issue is now resolved.